Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 95% stenosed lesion in the left anterior descending (lad) artery. A 2.75x28mm xience xpedition drug eluting stent (des) was advanced to the target lesion and the delivery balloon was inflated to 10 atmospheres (atm) but the stent was not fully deployed, so the balloon was inflated again to 12 atm, with good wall apposition. Negative was held for 5 to 10 seconds but the delivery system balloon would not release from the stent. Trouble shooting was performed and the balloon was over-inflated to 22 atm, over expanding the stent. The balloon was able to release from the stent and was removed without further issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation could not be confirmed as the stent was not returned for analysis. The reported difficulty to remove could not be confirmed as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience xpedition stent delivery system (sds) was inflated to 22 atm causing over expansion of the stent implant. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: do not exceed rbp (18 atm). Balloon pressure should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the instruction for use (IFU) deviation related to over expansion did not cause the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.